Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with compromised force sensor system alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify prime, fill due to compromised force sensor system alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case from display window corner and stained end cap sticker.

Event description:
Information received by medtronic indicated that insulin pump had press the act button but the insulin pump did not show numbers on the screen and the insulin exit at the end of the tubing. Customer states they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.